Event description:
It was reported that the left ventricular lead was capped on (B)(6) 2017 due to increased capture thresholds. The patient was stable without any adverse events during pre, intra and post operative course.